Event description:
It was reported that a right ventricular (rv) lead exhibited high out of range shock impedance measurements. Due to the limited information received, further follow-up to obtain related details was not possible.